Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 300 and 400 mg/dl, current blood glucose is 106 mg/dl and at the time of incident it was 303 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report proceeding in troubleshoot as per customer alleged that insulin pump was under delivering the insulin. The insulin pump passed the displacement test. The insulin pump received no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.